Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The patient was hospitalized for the event. Ten days after hospitalization, the patient was discharged. The cause, treatment, patient outcome and action taken with pd therapy were not reported.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.